Event description:
Reporter alleged that he was found incoherent by his wife and she tried using the simplicity system to test him, but could not as it did not have power. Reporter alleged that she called the paramedics, he was taken to the hospital and received unspecified treatment while there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
It was reported the patient had severe heart failure and chronic obstructive pulmonary disease (copd). The patient had an ICD implanted and experienced no complications. Pulmonary rehabilitation was planned and the patient was sent home. It was later revealed the patient collapsed at home approximately 5 weeks later in ventricular fibrillation. Paramedics attempted external defibrillation 5 times and then stopped CPR due to pulseless electrical activity. The patient died (B)(6) 2009. There is no allegation from a health care professional that the death was device related.